Event description:
Healthcare professional reports homepatient had difficulty breathing. Homepatient presented to hosp on 12/21/97 with congestive heart failure, pneumonia and pulmonary hypertension. Pt was treated in hosp and released on 12/28/97. Healthcare professional states homechoice device is not attributable to hospitalization, no device failure or malfunction indicated.